Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the patient experienced lack of pain relief. When the pump was removed, the catheter was found to be fractured. The catheter was explanted. The patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.